Event description:
N/a.

Manufacturer narrative:
Updated fields: h6, type of investigation, investigation findings, investigation conclusion, component code. Fse replaced the damaged parts (bezel, upper display (d380-00-0559), bezel, lower display (d380-00-0560), seal, display .059 x .100 x 7.45 (d354-00-0210-03), seal, display .059 x .100 x 10.07 (d354-00-0210-04), assembly,upper panel (d997-00-0644), display top cover assy with tape kit (d040-00-0457), display, filler strain relief (d380-00-0619). The unit passed all functional and safety tests and was returned to the customer and released for clinical use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received the following parts associated with this complaint with a reported unit failure of several cracked pieces and a broken fiber optic door on the upper panel. Performed a visual inspection as well. Pn: 0380-00-0559 - crack, pn: 0380-00-0560 - crack, pn: 0997-00-0644 - faulty fiber optic door. Pn 0040-00-0457- thin crack. Confirmed the reported failures. Probable root cause is either user error or expected wear and tear. Retaining the parts in the failure analysis and testing department per procedure number: (B)(4). The probable root cause is expected wear and tear.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
T was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a cracked upper lcd cover and broken fiber door. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.